Manufacturer narrative:
Continuation of d10: product ID: 8781, serial# (B)(6), implanted: (B)(6) 2024, and product type: catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(6), ubd: 01-dec-2025 and UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient receiving bupivacaine, ketamine, and dilaudid via an implantable pump. The indications for use was spinal pain indications. It was reported that the patient stated that on (B)(6) they woke up and had an explosion of pain and an altered feeling. The patient stated that they felt like there was a malfunction of the pump. The patient said that they had so much pain and high anxiety that they went to the ER and they gave her gel orally and it barely helped them at all for the next 5 days. The patient then went back to the doctor and they said they thought something happened with the pump and that the catheter had changed drastically. The patient asked the doctor to do a dye test and the doctor refused to do the test. The doctor changed the meds on the same day and the patient was begging them to take out the ketamine because they knew what ketamine felt like because they had tried it orally before the pump, and it made them feel altered in an uncomfortable way. The patient was getting some pain co ntrol from the pump but their pain control was not as good as it was before all that happened. The patient mentioned that they had a stomachache right now and they can't make it go away. The patient was redirected to their healthcare provider to further address the issue.